Manufacturer narrative:
(B)(4). Batch # p93y1m. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. It is also possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece was not working properly. It was impossible to connect the handpiece to the device for single use. No further information available from the sales representative.